Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The battery was at end-of-life (eol). After replacing the battery, normal function ensued. Medical adhesive was found on the inset of the ventricle setscrew causing the setscrew inset to be 80 percent stripped, this condition impeded the setscrew unable to be tightened.

Event description:
It was reported that the pulse generator exhibited back up vvi operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.